Event description:
The customer reported the coulter ac-t diff 2 analyzer was leaking about 0.5 milliliters of a clear liquid from the sample area with each cycle. The leak was contained. At the time of the event, the customer also noted experiencing erratic white blood cell (wbc) and platelet (plt) results on patient samples. Actual patient results were not provided by the customer. The patient results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. There was an exposure plan in place at the facility. No specific patient information, system performance information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the probe rinse block and associated pinch valve tubing to resolve the issue. The instrument was returned back into operation after the completion of the necessary repairs. The failure mode for this event was the probe wipe housing and associated pinch valve tubing.